Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to syncope. The right ventricular (rv) lead was found to have intermittent loss of capture and the patient was pacemaker dependent. The rv lead was previously noted to have some insulation abrasion that was repaired. X-ray showed the slack of the rv lead had been pulled back compared to initial implant x-ray. The pacing output was reprogrammed to high output in unipolar mode to maintain capture until the lead could be replaced. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.